Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and correction injection via manual insulin therapy. The customer changed supplies and resumed insulin therapy. A systems check was completed with tandem technical support. Ultimately, the customer reverted to an alternate method of insulin therapy.